Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. Visual inspection found cut to the lead body insulation at the proximal region of the lead consistent with procedural damage. The cause of the reported event was isolated to the procedural damage to the lead body insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: h6.

Event description:
Related manufacturer reference number: 2017865-2021-35228. It was reported that the patient's right ventricular and atrial leads exhibited insulation damage. Visual inspection confirmed insulation damage. The physician opted to explant and replace both leads. The patient was in stable condition.